Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. Based on technician statement, there was continuous gas flow through inspiratory section due to malfunction of the preventive maintenance (pm) kit, which includes nozzle units. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The device's logs were not provided for further analysis. It is unknown, when the last time pm kit (nozzle units) were replaced. Our conclusion is that the part pointed out as defective was the cause of the failure. However, the root cause to why the part failed has not been established.

Event description:
It was reported that the ventilator's nozzle unit was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.